Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Supplemental follow-up report is being submitted due to the receipt and evaluation of the complaint device on 23 march 2023.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
While using echo-19 needle its not coming inside sheath.

Event description:
Supplemental follow-up report is being submitted due to lab re-evaluation and the completion of the investigation.

Manufacturer narrative:
PMA/510(k) # (B)(4). Device evaluation: the echo-19 device of lot number c1963652 was returned for evaluation, opened with the original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on (B)(6) 2023. The needle outside the sheath is observed in attached images on evaluation of the device the below was observed: - distal end of needle examined and no issue observed - stylet examined and no issue observed - needle removed from device and proximal break observed just below the sheath extender - sheath extender able to advance and retract with no issue - needle able to advance but unable to retract - stylet removed from the device and re-inserted with no issue a lab re- evaluation was done on (B)(6) 2023 and the below was observed. -proximal break below the sheath extender observed approx. 4 cm from the tip of the extended mlla (ipe 0402 of ruler used). Manufacturing records: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c1963652 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c1963652. Instructions for use and/label: ncr-nc20-036 was raised for the ifu0101 to update the IFU to include instruction to partially remove stylet prior to extending needle into the lesion. The notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". (Hra) -d00275633 health risk assessment (hra) ¿ part I initiation information & escalation decision which led to d00276858 health risk assessment (hra) ¿ part ii initiation information & escalation decision. Based on the outcome of same which included assessment from clinical (medical affairs), engineering and regulatory affairs no further containment actions were required pending this IFU update. (Note: this issue likely did not cause the proximal break found during the lab evaluation. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the possibility that the device was over torqued during procedure potentially causing the needle to break below the sheath extender leading to the difficulty with needle retraction. It is stated in the additional information that the user had difficulties in accessing/ puncturing the target site as well as difficulties in attaching and detaching the device to the accessory channel port on the scope. All these factors could have potentially caused the needle to break below the sheath extender leading to the difficulty with needle retraction. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the initial reporter the patient experienced a delay of procedure due to this occurrence. Confirmed quantity of 01 device, confirmed used. Investigation findings conclude that a possible root cause could be attributed to the possibility that the device was over torqued during procedure potentially causing the needle to break below the sheath extender leading to the difficulty with needle retraction. Complaint is confirmed based on visual and/or functional inspection.